Event description:
The customer reported that the fiber "broke" at 70,999 joules. The original reported event details lacked specifics that would allow the MFR to make a reportability determination. Product was returned and analyzed. There was no report of an injury to the pt and/or the user.

Manufacturer narrative:
At the time of the event, the report lacked specific details that were not able to be obtained. However, based on the analysis of the returned fiber, the fiber was found to have a mechanical break. There was no evidence of char or burnt material indicating that energy was not transmitted through the fiber in this condition. Based on the analysis, this could result in an unsafe firing condition and has been identified as a potential safety issue. The root cause of the fiber breakage was likely due to handling/excessive and or inadvertent bending of the fiber. The product labeling warns the user not to bend the fiber at sharp angles.